Manufacturer narrative:
Bio-medicus cannulae are intended for use of up to six hours or less. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported they had a neonate on va ECMO and had placed a 12 fr bio-medicus one-piece femoral venous cannula. On chest x-ray after two days on ECMO, the cannula appeared almost broken. The customer did a neck exploration and the cannula was kinked and torqued at the suture line, in a way the customer had not seen previously. The patient had to come off ECMO to remove the cannula and replace it. Patient was subjected to sedation and an additional surgical procedure. Patient status at the time of reporting was: alive - no injury.

Manufacturer narrative:
Conclusion; complaint is confirmed for damaged as product analysis found evidence of some damage/deformity in the device. After evaluation this complaint was determined to a use-related issue as the cannula was used for more than 2 days, per IFU indications, the cannula must be used for up to 6 hours. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported they had a neonate on va ECMO and had placed a 12 fr bio-medicus venous cannula. On chest x-ray after two days on ECMO, the cannula appeared almost broken. They did a neck exploration and the cannula was kinked and torqued at the suture line, in a way they had not seen previously. The patient had to come off ECMO to remove the cannula and replace it. Patient was subjected to sedation and an additional surgical procedure. Patient status at the time of reporting was: alive - no injury. Additional information provided by the customer: they did not know if this event could be a cannula malfunction, or if the suture was placed too tightly.

Manufacturer narrative:
Visual inspection showed evidence of some damage/deformity in the device. Investigation is ongoing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.